Manufacturer narrative:
The insulin pump passed displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to cold solder joint at u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alert occurred three times. Customer's blood glucose level was 13.0 mmol/l. Customer reports they were able to clear the alarm and able to rewind the insulin pump. Customer was advised the insulin pump will need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.